Event description:
It was reported that the implantable pulse generator (ipg) was returned after being explanted and replaced due to elective replacement indicator (eri) and physician judgement. It was noted that the ipg was implanted after the device's "use by date". No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed. Analysis of the device revealed normal battery depletion.